Event description:
It is reported that the lcck poly would not snap into the tibial base plate correctly. Surgeon used a backup set.

Manufacturer narrative:
Eval summary: as returned, the measured dimensions of the articular surface were found to be within specification; damage was observed on both sides. The cause of this damage and its potential for interference with insertion are uncertain. A definitive root cause cannot be determined with the info provided. Device history records indicate all components were manufactured and inspected to specification.